Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasound gastrovideoscope was not cleaned properly. It passed the tests but still had visible foreign material. The issue occurred during reprocessing. There were no reports of patient involvement or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5 and h6 (health effect impact code has been corrected to 2645 - no patient involvement). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned to olympus for inspection therefore, the customer's allegation could not be confirmed. Based on the results of the investigation, it is unknown if the reprocessing was conducted in accordance with instructions for use (IFU) and whether there is any physical damage on the device. The root cause of the foreign material remaining in the device could not be identified. The event can be prevented by following the instructions for use: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.